Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap cholecystectomy, the blade was broken when the device was wiped with a gauze by a nurse on a mayo table after the device was used a few times. No fragments fell into the patient. Before use the device, an error 5 was displayed a several times, but the device could be used after resetting the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the titanium blade tip fall into the patient? No. Was the tip left inside the patient? No. Or was the blade tip retrieved? Na. How was the tip retrieved? Not in patient. If converted to open, was the convert to open a direct result of the broken blade and the need to retrieve the blade tip? Na. Was there a solid tone prior to noticing the broken blade tip? No. Was there an error code produced prior to noticing the broken blade tip? Yes. Which error code? Error 5. Was there any contact with metal during activation of the device? No. Were there any transactions across staple lines? No. How was procedure completed? Another device.